Event description:
The user facility reported that their system 1e was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and the user facility stated that the leak occurred during a diagnostic cycle and that water was coming from the front part of the lid. The employee had turned off the water supply and contacted the user facility's biomedical department. The biomed and janitorial services cleaned up the water. The steris service technician inspected the cycle printout subject of the reported event and found that the cycle faulted due to a fill timeout. The technician ran a diagnostic cycle and found the unit to be operating properly. The technician advised the user facility to use care when loading the trays. Steris is scheduled to perform in-service training on 7/18/2013 on the proper use and operation of the system 1e.